Event description:
It was reported that the pt's parents noticed a decrease of the auditory performance 2 weeks ago. Any history of head trauma was denied by the parents. While problems of the outer devices were excluded, testing showed several channels with the status "hi" and an unavailable impedance of the reference electrode, confirming that the device has malfunctioned. Testing records revealed that the number of channels with the status "hi" has been increasing since (B) (6) 2009.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.